Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that jagtome rx 39 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the cut-wire was oriented in the wrong direction. The physician asked the technician to turn the tome in a specific direction, and when the technician turned the handle over and over, the cutting wire broke at the distal end. Reportedly, the cut wire was still attached at the proximal end. In addition, there was no visible damage to the device prior to putting it through the scope and there was no tortuous anatomy or other procedural factors impacting scope positioning. The procedure was completed with a second jagtome rx 39. There were no user injuries nor patient complications reported as a result of this event.